Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. Visual inspection reported no faults found, the functional evaluation found the device failed to operate reporting a please return error message, establishing a relationship between the device and the reported events. The root cause identified the control board failed due to a depleted battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the pump was turned on the screen was displayed "device failed please return!" Rotech took this device and replaced with another pump that functioned well. No patient harm reported.